Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins needed to be revised as she lost a lot of weight and was not comfortable with the ins in her back anymore. The rep has connected to the ins several times with several clinician tablets since they have know her. The rep connected regularly to the ins before the procedure. During the procedure wanted to connect again from 1m distance to measure impedances. Theins was found at first and it was loading but then it stopped in the middle at 56. The communicator was put in a sterile bag and the nurse put it directly on the ins for the next attempt. It found again the ins but did not load it. A second tablet from the hospital worked fine. The ins was put into the abdomen instead. The issue was resolved. The patient was alive with no injury. The cause of no communication was not identified. It was unknown if the discomfort resolved as the rep has not seen the patient since the revision.